Event description:
The user_s father reported that the child had an accident over the implant site and then he was suddenly not able to hear anymore using the device. The user has been re-implanted with a new device on (B)(6)2020.

Manufacturer narrative:
Conclusions: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's father reported that the child had an accident over the implant site and then he was suddenly not able to hear anymore using the device.